Manufacturer narrative:
The customer did not return the affected device. An inventory evaluation was performed on in-house product and, 12 out of 13 devices performed as intended. One device was found to have a burnt out light bulb, when the light bulb was replaced the device functioned as intended. When the light bulb was replaced with a new working light bulb, the device functioned as intended.

Event description:
The customer alleges that "during intubation of patient, the handle light was flickering on and off." No other details were provided and no patient injury/harm reported.